Manufacturer narrative:
A review of the manufacturing records for the gore devices could not be performed as item/lot numbers were not available. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to transient bowel ischemia.

Event description:
Anahita dua, kedar lavingia, michael dake, jason lee. Stanford, menlo park, calif., ¿early experience with the octopus endovascular strategy in the management of thoracoabdominal aneurysms¿, copyright © 2018 by the journal of vascular surgery. An article published by the journal of vascular surgery reviewed the outcome of the ¿octopus¿ thoracoabdominal aortic aneurysm (taaa) repair strategy using gore® excluder® aaa endoprostheses over a three-year period. Twenty-one patients (52% male, avg. Age 72.9 years) underwent endovascular aortic repair for taaa from 2015 to 2018. All patients had aneurysms with a mean diameter of 6.7cm. The article describes an ischemic bowel in one patient. Current patient status is unknown. Additional event information was requested by gore; however, none was provided.